Manufacturer narrative:
Based on the claim against the product by the customer noting not able to move jaws, an investigation is completed to determine the cause of this reported event. Isi did receive a da vinci product back and performed the failure analysis. The maryland bipolar forceps instrument was found to have a dislodged proximal clevis. The distal clevis was slightly askew from it's normal position at the end of the main tube. The root cause of dislodged proximal clevis is typically attributed to mishandling/misuse. The dislodged proximal clevis prevented the instrument from being installed on an in-house system for testing. The instrument was found to have scratch marks and abrasions on the bipolar yaw pulley. There were deep abrasions on both sides of the yaw pulley. The root cause of instrument yaw pulley scratch marks and abrasions is typically attributed to mishandling/misuse. The instrument was found to have damage to the conductor wire insulation. The insulation was damaged on both of the instruments conductor wires. A section of the insulation measuring approximately 0.044" in length was missing from the conductor wire insulation. The root cause of instrument conductor wire insulation damaged is typically attributed to a component failure. The instrument was found to have an excessive amount of dried residue around the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. Review of the provided image shows that the instrument had a dislodged proximal clevis. This complaint is reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the maryland bipolar forceps instrument was not working. The surgeon was not able to move instrument jaws from the surgeon console. The bed side assistant checked, removed the instrument and replace with same type the backup instrument. There are 11 uses are remaining in this faulty instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.